Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted. Technical services discussed programming options to prevented the rhythm from being detected. At this time, this crt-d remains in service and there were no additional adverse patient effects reported.